Event description:
The customer reported a crack was found in the collar of the flange, directly below the top of the 15mm connector during insertion. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.